Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the none of numbers provided worked. Called main number to be transferred to neuro ICU. Another nurse was in the ed trying to assist with arctic sun device. Trying to initiate therapy but device primed to stop therapy. Brand new set of pads connected. Only three pads because of patient size. Nurse stated that they have been trying to add water, but device would not take up water. Had nurse plug fill tube back in holding port. Walked through disconnect and reconnect holding nowhere near clear connectors. Verified audible clicks with each connection. Had connect 4th pad and lay to the side. All lines straight with no bends or kinks. Restarted therapy, but device primed and stopped almost immediately. While viewing system diagnostics device alerted fluid delivery line (fdl) was open. System diagnostics showed that the outlet monitor temperature (t1) was 24.1c, outlet control temperature (t2) was 24.1c, inlet temperature (t3) was 31.2c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was 0 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 2670 and pump hours were 2121.3. Advised to send to biomed labeled fluid delivery line (fdl) was open. Nurse stated that they did not have another device available for use. Biomed said the device would not fill and they confirmed a weak circulation pump, since the device had 2670 hours and send a quote for the 2000-hour pm.

Event description:
It was reported that the none of numbers provided worked. Called main number to be transferred to neuro ICU. Another nurse was in the ed trying to assist with arctic sun device. Trying to initiate therapy but device primed to stop therapy. Brand new set of pads connected. Only three pads because of patient size. Nurse stated that they have been trying to add water, but device would not take up water. Had nurse plug fill tube back in holding port. Walked through disconnect and reconnect holding nowhere near clear connectors. Verified audible clicks with each connection. Had connect 4th pad and lay to the side. All lines straight with no bends or kinks. Restarted therapy, but device primed and stopped almost immediately. While viewing system diagnostics device alerted fluid delivery line (fdl) was open. System diagnostics showed that the outlet monitor temperature (t1) was 24.1c, outlet control temperature (t2) was 24.1c, inlet temperature (t3) was 31.2c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was 0 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 2670 and pump hours were 2121.3. Advised to send to biomed labeled fluid delivery line (fdl) was open. Nurse stated that they did not have another device available for use. Biomed said the device would not fill and they confirmed a weak circulation pump, since the device had 2670 hours and send a quote for the 2000-hour pm. Per sample evaluation results on 26dec2023, it was reported that installed test mixing pump to cool, there was a short section from y connector to 6pad connector on fdl. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. Serviced the circulation pump sn (B)(6). A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. Serviced the circulation pump sn (B)(6). A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the none of numbers provided worked. Called main number to be transferred to neuro ICU. Another nurse was in the ed trying to assist with arctic sun device. Trying to initiate therapy but device primed to stop therapy. Brand new set of pads connected. Only three pads because of patient size. Nurse stated that they have been trying to add water, but device would not take up water. Had nurse plug fill tube back in holding port. Walked through disconnect and reconnect holding nowhere near clear connectors. Verified audible clicks with each connection. Had connect 4th pad and lay to the side. All lines straight with no bends or kinks. Restarted therapy, but device primed and stopped almost immediately. While viewing system diagnostics device alerted fluid delivery line (fdl) was open. System diagnostics showed that the outlet monitor temperature (t1) was 24.1c, outlet control temperature (t2) was 24.1c, inlet temperature (t3) was 31.2c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was 0 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 2670 and pump hours were 2121.3. Advised to send to biomed labeled fluid delivery line (fdl) was open. Nurse stated that they did not have another device available for use. Biomed said the device would not fill and they confirmed a weak circulation pump, since the device had 2670 hours and send a quote for the 2000-hour pm. Per sample evaluation results on 26dec2023, it was reported that installed test mixing pump to cool. There was a short section from y connector to 6pad connector on fdl. Completed the 2000-hour pm procedure on the device.